Manufacturer narrative:
Updated 4/28/2016 cta results. Corrected the conclusion code. The exact cause of the endoleak is reportedly unknown.

Event description:
Follow up cta [taken on (B)(6) 2016] also reportedly showed the dta measured 60 mm, and it was reported there is a possible distal type I endoleak causing the enlargement. The exact cause of the endoleak is reportedly unknown.

Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - aspirin, atorvastatin, docusate sodium, ensure, ferrous sulfate, furosemide, k-tab, metoprolol, miralax, and pantoprazole sodium. (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2015, the patient underwent treatment of a descending thoracic aortic (dta) aneurysm whereby a conformable gore tag thoracic endoprosthesis was implanted on the proximal descending thoracic aorta (zone 3). The patient tolerated the procedure. It was reported the patient had a history of normal size aortic root, a 4.7 cm ascending aorta, and a bovine arch. On (B)(6) 2015, follow up cta showed the dta measured 57 mm. On (B)(6) 2016, follow up echocardiogram showed the dta measured 49 mm. On (B)(6) 2016, the patient presented to the emergency room complaining of chest pain, and a chest computed tomography angiography showed a type a intramural hematoma (imh) with the ascending aorta measuring 5.1 cm. Transesophageal echocardiogram reportedly revealed an ascending aortic aneurysm with imh, with a dissection extending proximally to the non-coronary sinus of valsalva and partially to the right and left sinuses of valsalva but no dissection of the coronary ostia. It was reported that distally, the dissection extended into the aortic arch. There were no reported tears in any segments of the aorta or head vessels. Follow up cta also reportedly showed the dta measured 60 mm, and it was reported there is a possible type I endoleak (location unknown) causing the enlargement. The same day, an additional procedure was performed to treat the ascending aortic aneurysm and type a imh. During the procedure, inspection of the aortic root, ascending aorta, aortic arch, and head vessels did not reveal any tears. A 30 mm dacron graft with a side branch was anastomosed to the hemiarch, and an aortic root reconstruction was performed. Additional information has been requested.